Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex employee reported via email that information was obtained from a clinical study titled ¿suture-tape augmentation of anterior cruciate ligament reconstruction: a randomized controlled trial (staclr).¿ the report stated that one patient, 11 months post-operatively, experienced confirmed patellofemoral joint (pfj) crepitus and was waitlisted for arthroscopic debridement but is currently being managed non-operatively.